Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis nurse reported to technical services during troubleshooting a patient drain complication that a fluid leak was observed by the patient inside the cycler cassette housing. It was advised to discontinue use of the cycler. Follow up with the peritoneal dialysis nurse indicates that the patient experienced abdominal pain and vomiting. The patient was not cultured but was prescribed antibiotics. The patient¿s effluent was clear. Patient has resumed treatment on a replacement cycler.

Event description:
"."

Manufacturer narrative:
The reported symptom fluid leaking was not confirmed. The reported symptom not draining (no alarm) was not confirmed. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment and under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The simulated treatment was performed, completed without failure. Passed mushroom head check. Test positive for glucose. The system air leak passed. The voltage check passed. A visual inspection of the returned cycler exterior showed no sign of physical damage. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.